Manufacturer narrative:
Boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer software. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited oversensing of noise. There were spikes in pace impedance measurements noted, however were not out of range. Technical services (ts) recommended turning off the minute ventilation feature. This device remains in service. No adverse patient effects were reported.